Manufacturer narrative:
(B)(4). The following information was requested, but unavailable: the patient demographic info: age, weight, bmi at the time of index procedure, date and name of initial surgical procedure? The diagnosis and indication for the initial surgical procedure? What were current symptoms following the index surgical procedure? Onset date? What are the patient comorbidities/ concomitant medications? Product code and lot #? Were any concomitant procedures performed? Onset date/ time of the pain from surgery location and character of the pain? What medical intervention was given for the pain management? Results? If reoperation was performed please provide date and surgical findings was the device removed? If so, please date and details of the re-operation. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and the mesh was implanted. It was reported that the patient was experiencing mesh erosion and chronic pain. Additional information was requested.